Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display was cracked and moisture was evident behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a visual inspection of the pump revealed visible moisture under display. The display lens was found to be scratched with perimeter cracks. The pump was opened and internal moisture was found on the battery compartment and printed circuit board (pcb). Unrelated to the complaint, a crack in the pump case was observed between the case seal and display.